Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was observed that the merlin programmer made a device longevity overestimation during a previous follow-up. The device has now reached normal eri and explant is anticipated. The patient was in stable condition.

Event description:
Additional information received the device was explanted due to normal eri.